Manufacturer narrative:
Per tandem's user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using their pump supplies for longer than the approved length of time. Customer performed a supply change to resolve the occlusion. Customer¿s blood glucose level was not impacted.